Event description:
The user facility reported to terumo cardiovascular systems that during to cardiopulmonary bypass surgery, the centrifugal pump was not allowing for adequate flow. The centrifugal pump was used on a sorin s5 hlm with a terumo adapter being coupled to the sorin centrifugal drive motor. The cardiopulmonary bypass (cpb) circuit was set up and primed without issue. The aortic cannula was placed, tested with 100 ml of prime solution, and no issues or any indication of problems were noted. Upon the initiation of bypass, the venous line of the cpb circuit was unclamped to begin venous drainage, and the arterial pump was started. An arterial flow of greater than 1.5 l/min was not able to be produced. The arterial line was removed from the electronic arterial clamp to rule out any issue with the clamp, but the arterial blood flow rate did not improve. The patient had not been actively cooled, and aortic cross-clamping and cardioplegic arrest had not occurred. The venous line was clamped, and the centrifugal pump head and adapter were removed from the sorin drive motor and placed on the manual drive unit. Blood was able to be directed through the cpb circuit and into the patient without issue or sign of flow restriction. The blood that was drained into the venous reservoir was returned to the patient via hand cranking through the aortic cannula. The patient was hemodynamically stable and was removed from cpb. The cv team elected to stop the procedure. The cannulae were removed from the heart and the heparin was reversed with protamine. The patient was surgically closed and moved to the ICU. There were no signs of harm, and the patient was rescheduled for cpb on (B)(6) 2013. On (B)(6) 2013, the procedure was completed without issue. The units were tested by the hospital by being connected to another sorin drive motor. The centrifugal pump and adapter appeared to function without issue. No blood loss occurred, as it was able to be successfully pumped back to the patient. The surgery was completed successfully on (B)(6) 2013.

Manufacturer narrative:
Terumo has not received the actual device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. (B)(4).